Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
The stryker representative reported that during the case that the drill bit hit the nail and snapped while going through the targeter. The broken piece was successfully removed. A second drill was opened and the same thing happened - the piece broke inside the patient but was successfully removed. An additional x-ray was required to check for unintended metal. The case was completed successfully using a 3rd drill. The surgeon is familiar with these devices.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be returned to determine the exact root cause of the event. However, based on the event description the most probable cause of the failure would be the drill making contact with the metal implant and thus getting structurally weakened and consequently breaking. The IFU clearly instructs the user that: ¿avoid drilling into metal implants with bone drills. The implants could be critically weakened and break under load and the drill could be damaged.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The stryker representative reported that during the case that the drill bit hit the nail and snapped while going through the targeter. The broken piece was successfully removed. A second drill was opened and the same thing happened - the piece broke inside the patient but was successfully removed. An additional x-ray was required to check for unintended metal. The case was completed successfully using a 3rd drill. The surgeon is familiar with these devices.